Event description:
The pt was set to simv mode with a ramp type flow delivery. The ventilator was later witnessed to vary exhaled tidal volumes, shutdown (reset), and power back up again. It did this a total of three times and failed to come back on after the third reset. The pt was supported by bag resuscitation and apparently suffered no adverse effects. Co inservicing had not covered this known problem during staff competencies. A portion of the staff were informed these settings might cause a variance in tidal volumes, but no caution was made concerning ventilator resets, and shutdowns. A co letter dated 9/13/99 outlined this probability and made a recommendation to not use these settings. A review of respiratory care, biomedical engineering, and risk mgmt failed to turn up that document which was written prior to obtaining the 760 fleet in oct. This situation was exacerbated when the co failed to return a call from their tech svc dept until 8:30 am monday morning; after being called twice at 5:00 am on sunday morning. A total of five ventilators experienced numerous resets, and two complete shutdowns on two different pts before the solution was found.